Event description:
Account reports that they have seen discrepant sodium values when compared to another analyzer. The incorrect results have not been used to guide patient therapy. The field service representative found the diaphragm in the vaccum pump was bad and repaired the instrument by replacing the diaphragm.